Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient tripped and fell on (B)(6) 2018. It was reported that it was ¿too fresh after the fall¿ to determine if the stimulation or relief had changed. An impedance check was performed and it was determined that 6 of the 16 contacts were compromised and had an orange ¿possible short¿ explanation on the clinician tablet. The ins was reprogrammed so that the affected contacts were not used and an x-ray was performed. The x-ray showed that the right lead moved ¿ever-so-slightly¿ and it was noted that the movement was not significant. The manufacturer representative planned to have the patient try new programming and see if relief is maintained. Otherwise, surgical intervention will be considered. No symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient after no discussions since october after his fall. The patient wanted the rep to check his system again as he hasn't been getting as much relief as of late. The rep noticed impedances had changed since the time they met after the patient's fall. Now the contacts that were being used for programming showed low impedance (orange caution) whereas before they did not. The rep was working to determine if the patient has an anatomical change as a result of his fall in (B)(6) 2018 that may be affecting the leads. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedances were too low and there was potentially a short. No further actions were taken to resolve the lead migration. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's hcp did x-rays and didn't notice any discrepancies since the fall in (B)(6) 2018. No further complications are anticipated.